Manufacturer narrative:
On 22-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the breast implant deflated during surgery. During visual evaluation of the device, a missing material area was observed measuring 0.7 cm x 1.4 cm, on the posterior view. Within the missing material area, a tear was found measuring 7.6 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot number 9419793 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was undergoing a breast prosthesis implantation procedure with a mentor smooth round moderate plus profile 400cc saline breast prosthesis when a surgeon observed that the device was leaking. When the surgeon was implanting a breast prosthesis in the patient¿s left breast, he noticed that the right side was getting smaller. The procedure was completed with another device, a mentor smooth round moderate plus profile 425cc saline breast prosthesis. There was no reported consequence to the patient.